Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value: 439 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer did not allege that the insulin pump was under delivering. The customer was treated with manual injection and insulin pump. The insulin pump passed high pressure test. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis.